Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), menorrhagia ('menorrhagia'), fallopian tube perforation ('perforation (fallopian tube) right fallopian tube') and genital haemorrhage ('general abnormal bleeding') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, difficulty sleeping and hypothyroidism. Concurrent conditions included ovarian cyst, abdominal tenderness and back pain. Concomitant products included bupropion since 2010, escitalopram oxalate (lexapro) since 2010, eszopiclone (lunesta) since 2010, fluoxetine since 2010, lorazepam since 2010, sertraline since 2010 and zolpidem since 2010 for depression and anxiety, rizatriptan benzoate (maxalt) from (B)(6) 2015 to (B)(6) 2017 for migraine as well as ethinylestradiol;levonorgestrel (amethia) since 2013 and ethinylestradiol;levonorgestrel (ashlyna) from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psychology injury/depression"), migraine ("migraines/headaches"), anxiety ("anxiety,mental anguish") and depression ("depression"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the menorrhagia, fallopian tube perforation, psychological trauma, vaginal haemorrhage, migraine, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding- yes the number of expanded coils that appeared trailing into the uterine cavity was 3 (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: right tubal ligation device may be external to the fallopian tube. Consider hysterosalpingogram to further assess patency of fallopian tube. Right ovarian dermoid.. Computerised tomogram pelvis - on (B)(6) 2007: nonobstructing 2 mm right nephrolith. There is a 3 mm distal right uteric calculus at the level of the unj without signs of obstruction. This may be the cause for the patient¿s symptomatology, however. Normal upper abdominal viscera and bowel. Bilateral ovarian cystic disease, most prominently seen on the right. There is also endometrial thickening.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2016: result of unknown essure confirmation test: bilateral occlusion.. Pathology test - on (B)(6) 2016: endometrium, biopsy: altered glands and stroma consistent with exogenous hormone (progestin) (as written) effect. Negative for endometrial hyperplasia, polyp or malignancy; on (B)(6) 2017: ovarian hemorrhagic corpus luteum. Fallopian tube with metallic coil and paratubal cyst, 1.2 cm. Fallopian tube with metallic coil and no diagnostic abnormality. Gross description: two segments of fimbriated fallopian tube that measure 8.1 cm in length x 0.5 cm in diameter and 6.5 cm in length x 0.5 cm in diameter. Each contain a coiled metallic spring. The shorter segment has a 1.2 cm paratubal cyst at the fimbriated end.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: depression, anxiety, menorrhagia, pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs received: new events added: abnormal bleeding (vaginal), menorrhagia, migraines/headaches, pain, perforation (fallopian tube(s) right fallopian tube, anxiety & mental anguish, previously reported event were clubbed with new events. Reporter information were updated, patient history, concomitant drugs and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psychology injury"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pain, bleeding- yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2016: result of unknown essure confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: new pfs received- new event added: abdominal pain, general; abnormal pain, psych injury were added. Outcome of events pain, bleeding from unknown to recovered/resolved were updated. Product indication was updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.